Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 800mg/dl. The customer states they wish to troubleshoot to make sure the device is working properly. Troubleshoot was conducted. The device failed the high pressure test. The customer was advised that a continuation of therapy pump, along with two sets, would be sent out. The device is being returned for analysis.